Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure. The customer's blood glucose level was 335 mg/dl at the time of incident. The customer stated that they were able to successfully clear the alarm. The customer performed the self test and the insulin pump failed the self test. Advised the insulin pump will need to be replaced and to revert to backup plan. Customer stated the infusion set does not show signs of damage. Customer also stated that the reservoir does not show signs of damage. Customer stated the insulin pump does not show signs of physical damage. The customer stated that the insulin pump was dropped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Hardware low level failures error alarmed during self test and was confirmed in device history file due to cold solder joint on ambient light sensor.